Event description:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) ¿exploded¿ while using the device. After the device was removed manual compression was performed. There was no reported patient injury. The device was not returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2128501 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) ¿exploded¿ while using the device. After the device was removed manual compression was performed. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock closed. The advancer tube remained in manufacturing position. The sealant and the procedure sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f2128501revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) ¿exploded¿ while using the device. After the device was removed manual compression was performed. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f2128501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.